Event description:
Reporter stated that 2 patient samples (type not provided) were tested, using the suspect device, with back-to-back results of 284 mg/dl and 97 mg/dl (patient 1) and 115 mg/dl and 243 mg/dl (patient 2). No patient information was provided. Reporter indicated that quality control testing had been performed on the suspect device; however, the test results were not reported. Technical support requested the return of the suspect product and replacement product was shipped.